Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a rotational atherectomy procedure, the rotablator burr became stuck in the lesion. The lesion being treated was located in the calcified left anterior descending (lad) artery. A rotawire floppy guide wire was advanced through a support catheter across the target lesion. The rotaburr 1.5mm was platform tested at 170,000 rpm. The rotaburr was advanced over the guidewire and an internal platform test was performed at 170,000 rpms. Four rotablator passes were performed;pass 1 at 154,00 rpm's for 20 seconds, pass 2 at 156,000 rpm's for 12 seconds, pass 3 at 173,000 rpms for 31 seconds, pass 4 at 170,000 rpm's for 4 seconds. The physician attempted to dynaglide and remove the burr but it was caught within the calcified lesion. The physician advanced another manufacturer's guidewire across the target lesion, but was still unable to remove the burr. The patient complained of chest pain, rated 8 on a salce of 1-10. The patient transferred to the operating room for emergent CABG. Upon completion of the anastomosis, the guiding catheter as well as the rotablator catheter was carefully removed and was able to dislodged from the artery and removed. There was no evidence of any bleeding from the lad. The patient was noted to have st changes for which reason the left internal mammary artery was examined. It was noticed that the patient had an area which had somewhat decreased pulse. The area was opened, feeling that there might be a dissection. There was no dissection present. The pt left the operating room to be monitored in the intensive care unit.